Manufacturer narrative:
Date of event: 3/14/2022. During inspection of the returned unit, the glue on the forceps cover was found to be peeling. The elevator water channel inlet was loose and leaking and the switch button was cut and leaking. The glue on the bending section cover was cracked, the probe unit was scratched (not affecting function), the switches were not working due to a broken cable, the control knob was clicking and there was one broken element. The faulty parts were replaced. The device was inspected and passed olympus functional standards. It was returned to asset inventory. The investigation is ongoing. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus demo unit, evis exera ii ultrasound gastrovideoscope, was returned to the olympus service center. Upon inspection and testing of the returned device, it was observed the glue on the forceps cover was peeling. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date rec¿d by MFR. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 11-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause of the forceps cover glue peeling could not be determined at this time. The following information is stated in the instructions for use: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.